Event description:
It was reported that during a cae on (B)(6) 2025, the snare came out when connecting the handle, happened during procedure when the patient was under anesthesia. There was no patient injury reported. However the issue delayed the case for about one hour.

Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).